Event description:
It was reported by the patient that they have been to the ER (emergency room) twice due to receiving shocks. Follow-up was conducted and from the information obtained it was reported that the patient was receiving shocks as the right ventricular lead was t-wave oversensing. Per the patient's request the lead was shut off. It was further reported that due to the current shocks from the right ventricular lead's t-wave oversensing and the shocks in the past from the same lead's t-wave oversensing the patient is petrified to leave their home, "over the edge with anxiety" and has post-traumatic stress disorder at this point that counseling is recommended. It is also noted that patient was initially part of (B)(4) trial and that the patient is at risk for sca (sudden cardiac arrest). The lead was inactivated at the patient's request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.